Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy assisted distal gastrectomy, at the first firing for the duodenum resection, the surgeon tried to fire the device however, the device did not react and could not fire. The reload was replaced and the firing was successful using the same handle, adapter and shell. There was no patient injury.